Manufacturer narrative:
The investigation is underway.

Event description:
Edwards received notification from the (B)(6) clinical trial that a patient with an edwards sapien xt valve, implanted in the aortic position for 8 years and 2 months had severe stenosis and moderate central aortic insufficiency. Per the medical records, the patient was admitted for general weakness. The patient was medically treated and discharged. Echo performed showed severe aortic stenosis, mild/moderate ar. 5 months later the patient had a valve in valve procedure.

Manufacturer narrative:
The product was not returned for evaluation. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was able to be confirmed by medical records. Based on the information provided, the root cause for the valve degeneration approximately 8 years post valve implant could be confirmed and may be related to the patients comorbidities and or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.